Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source; however, received a malfunction code. Customer¿s blood glucose level was between 250 and 270 mg/dl. Reportedly, customer reverted to manual insulin injections until replacement pump is received.